Event description:
It was reported that the handle of the device broke off. If the device becomes disassembled during a procedure, it could lead to an infection. The procedure was completed without any clinically significant delay or any known impact to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handle of the device broke off. If the device becomes disassembled during a procedure, it could lead to an infection. The procedure was completed without any clinically significant delay or any known impact to the patient.